Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot/serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they experienced a shocking sensation at battery site and down their leg. Patient did not report any falls or any additional details. Impedance check cleared, lead did not appear damaged. Full lead and battery replaced today. Issue was resolved. No further complications were reported at this time.